Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, UDI section, expiration date, and manufacture date are unknown, no information has been provided to date. PMA/510k is blank device is exempt. H10 device evaluation: two (2) pictures were attached and reviewed. Photo one shows a breathing circuit and bag, part number confirming the reported item number. Picture two shows a close-up of the wye connector where one of the sides is smashed and has and arrow pointing. One device was returned for physical evaluation. Visual inspection showed the device without its original packaging, in unused condition, and decontaminated. The wye connector and tube assembly was observed to be loose. Functional testing confirmed the reported complaint when a leak was detected and the circuit did not pass. There was no lot number provided therefore, no device history report (DHR) review could not be completed. The root cause was determined to be wrong material handling by not following the assembly method on procedure. The quality engineer made an awareness notification to the production personnel to explain the importance of adherence and following in the procedure. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.